Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned, device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. It was reported that the lateral plate inserter will no longer securely hold the plate. Without the inserter to evaluate, a cause cannot be determined. Possible causes from the risk file include deformation of the tip, excessive force applied previously damaging the tip, wear from extended use, and/or rough handling during cleaning/sterilization. H3 other text : status and location of the device is unknown.

Event description:
It was reported that outside the or a cayman united plate inserter will no longer securely hold plates. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Event description:
It was reported that outside the operating room a cayman united plate inserter will no longer securely hold plates. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.